Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient could not stop urinating. Additionally, the caller indicated the patient could not get the device programmer to work correctly and the screen was blank when they tried to use it. After replacing the patient programmer (pp) batteries the pp powered on successfully. The caller then indicated that the patient was taking lasixs sometimes every other day and could not make it to the bathroom on their lasixs. The patient reportedly had to sit on towels and pads until they could get up. When the patient increased stimulation to 2.6 they felt stimulation in the rectal area and wanted it more in the vaginal area. Additionally, the patient indicated about a week ago they felt the stimulation "just quit." During the call the patient was assisted with increasing stimulation to 2.8 and decided that they would try that setting. Patient status is unknown at the time of this report and the reported issue was noted to have been sudden in nature in that the patient specified that the issue started on (B)(6) 2017. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated the device was still not doing right and does not work since the day the health care profession assistant reset it. No further complications was noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who has been going to the bathroom more since eight months ago; they still feel stimulation. They go to the bathroom twenty times a day and can't drink anything next to their bed. Patient said they also fell three months ago. They further stated having two surgeries for their heart (unrelated to device/therapy) and they think they got a kidney infection. No further patient complications have been reported as a result of this event.